Manufacturer narrative:
This event is recorded with zimmer biomet under cmp-(B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. The device history record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that the switch on a dermatome handle was broken. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device by zimmer (B)(4) on (B)(6) 2019 noted that the control bar was loose and moved from side to side. The device was forwarded to zimmer (B)(4) for further evaluation and repair. Evaluation of the dermatome by zimmer (B)(4) on (B)(6) 2019 found that the motor ran below motor speed specifications and that the device was out of calibration at all four settings. Upon further review, it was found that the lever switch was broken and that the motor, multiple bearings, an o-ring, a seal, the reciprocating arm, and an external e-ring were damaged. Repair of the device occurred on (B)(6) 2019 and involved replacing the switch, motor, multiple bearings, an o-ring, a seal, the reciprocating arm, and an external e-ring as well as recalibrated the device. The technician then tested and verified that the device was functioning as intended, then returned the dermatome to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the switch on the dermatome was damaged, it cannot be determined from the information provided as to what caused the damage. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It has been reported during surgery the switch on handle is broken. The surgical time was not affected nor was there any harm to the patient. During the investigation, it was discovered that the motor ran below motor speed specifications. No adverse events were reported as a result of this malfunction.